Event description:
Implant broke during surgery, while the surgeon was inserting the implant.

Manufacturer narrative:
The damaged implanted was returned and evaluated by quality. A piece has been broken off of the edge of the implant above the threaded inserter hole. Per phone discussion with the distributor rep observing the case, the surgeon was inserting the implant using the inserter and impacting to drive it into position, and a piece of it chipped off. The surgeon removed the implant, as well as the broken piece and replaced the implant with the spare in the set, which was inserted without incident. The potential for implant damage due to impaction is a known issue with peek implants, the probability of occurrence being higher for smaller implants where there is less material surrounding the inserter interface. This issue is addressed in the risk analysis section of the project design dossier.